Event description:
The customer reported via phone call that the battery did not last on the insulin pump. The customer also reported the insulin pump would power off without any alerts or alarms prior. The customer's blood glucose was unknown. The customer declined to troubleshoot and requested a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.